Manufacturer narrative:
Argus case: (B)(4).

Event description:
Mistakenly took a tablet of a cleanser because she thought it was a nutritional supplement [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) tablet (batch number unk, expiry date unknown) for denture wearer. Concurrent medical conditions included mobility decreased. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong product administered. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong product administered were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: a female consumer mistakenly took a tablet of a cleanser because she thought it was a nutritional supplement. It had been about 20 minutes since she took it and there was no adverse reaction yet. The female consumer has difficulty moving around, so they had not been to the hospital yet. Reporter was a daughter.